Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was initially reported that during the trial phase of neurostimulator testing, the lead component came out of the patient¿s right side. It was noted that the physician was trialing the patient on both their left and right sides. The nurse could not get the lead on the right side back in and the manufacturer¿s representative was not present. The patient then went to the physician the next day where it was observed by the nurse that the lead was not hooked up correctly on the right side. The nurse then hooked up the patient¿s left side. It was noted that the patient was to be tested on each side for 3 days each but it was stated that the right side testing was never done correctly. The patient did keep a diary during the trial phase and was told by their healthcare professional (hcp) that it ¿looked good¿. However, the patient felt that there was not a ¿big difference¿ with ¿may be a 20%¿ improvement¿. It was noted that the patient did not want to go on to the permanent implant and was ¿uncomfortable¿ returning to their physician for treatment. Follow up information received confirmed that during the trial, the ¿wires¿ came out of the patient¿s back prior to leaving the hospital. The patient stated that they were not sutured in place and ¿fell out¿. Eventually, all of the leads were removed and the patient was without a device. The patient was on a new medication regime and had not had any issues with their urinary frequency.